Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display and unresponsive keypad due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Device was received with case cracked behind the device at the corner of the belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons not responding. Customer's blood glucose level was 133 mg/dl. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states using the down arrow allows them to navigate screens. Customer states insulin pump had insulin pump error. Customer was unable to clear the alarm. Customer states all buttons are not responding. Customer states belt clip was damaged. The insulin pump will be returned for analysis.